Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a defective keypad issue. There was no patient harm. The issue was noted before patient use.

Event description:
It was reported that there was a defective keypad issue. There was no patient harm. The issue was noted before patient use.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypads being replaced due to defective keypad issues was evaluated. Keypad issues were confirmed. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc(B)(4) and qty 3 printec p/n (B)(4)). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (trace 20). During external inspection, the keypad was in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 08-may-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 13-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only front case keypad assemblies were provided for the investigation.